Event description:
A pump exhibited an altitude alarm, which did not adversely impact the customer's blood glucose level. The issue was not previously reported with the same pump, and the customer's insulin was not suspended due to this condition, as it occurred on a previous day. The technical support team provided tips to prevent future altitude alarms, which the customer acknowledged, and the customer successfully resumed insulin delivery with the original cartridge.